Event description:
It was reported while using bd venflon IV cannula 20g the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: when they opened venfllon I 20g pack, catheter tip was broken so they used another venflon I 20g to patients .

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 05-jan-2023 h6: investigation summary sample and photos were received by bd for evaluation. A quality engineer was able to review the pictures and inspect the returned samples for the reported issue of catheter damaged from lot # 2179994 and product # 391592. The investigating team has also used the retention samples of lot # 2179994 and product # 391592 for investigating the reported defect. The investigation and simulation were carried out retention samples where the investigating team has conducted visual tests for damage product and no retention sample found damage. Sample investigated and photo taken of defect. Since there is one sample available two photographs available for further investigation, based on the photograph and received sample investigation, the defect is confirmed.

Event description:
Hold for cs 01/09/2023it was reported while using bd venflon IV cannula 20g the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: when they opened venfllon I 20g pack, catheter tip was broken so they used another venflon I 20g to patients .

Manufacturer narrative:
The manufacturing location for this product is bawal. This site is an OEM manufacturing site. (B)(4). Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.